Event description:
The recipient reportedly experienced a cyst at the implant site. The recipient underwent surgery to remove the cyst.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was cleared for device use on (B)(6) 2020, and has healed well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.